Event description:
Boston scientific (bsc) crm received information that a study of 120 patients was conducted during 1994-2003. The study was for device management of arrhythmias after fontan conversion to assess the pacemaker strategy, use of anti-tachycardia therapies, generator longevity and need for programming changes. Several types of pacemakers with different capabilities were implanted. The bsc products that were referenced in the study were single chamber anti-tachycardia intermedics pacemakers. It was reported that eight patients died during the study.

Manufacturer narrative:
No other information is available regarding this event. This issue will be re-evaluated if additional information is received. Article citation: tsao s, deal bj, backer cl, ward k, franklin wh, mavroudis c. Device management of arrhythmias after fontan conversion. J thorac cardiovasc surg. 2009 jun 16: epub before print.